Event description:
It was reported that patient had presented to the emergency room after experiencing presyncopal symptoms. It was determined that the patient had developed heart block. The patient's right ventricular lead was noted to have become dislodged on an unknown date. The lead was capped and replaced without complications. The patient would continue to be monitored.